Manufacturer narrative:
Preliminary investigation revealed no external damage, nor visible damage of internals components , and no signs of liquid ingress inside the pump. Further investigation are ongoing in order to identify the root cause of the issue.

Event description:
The user reported pump issue during procedure: the pump did not spin and showed a pump speed error. A reset and loosening of occlusion was tried several times without success. The pump also went offline several times. No consequences occurred to the patient of for the procedure.